Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): no anomalies were found.

Event description:
It was reported that the patient went to hospital after received many shocks. It seemed that cause was fast ventricular tachycardia (vt) episodes. The device was end of service due to a long charge time. The customer wanted this device to be examined as they suspected it was not to function properly. It will be a replacement of the device and probably today. No patient complications have been reported as a result of this event.